Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer had ketones for some time, and the doctor wants to be sure that the insulin pump is functioning properly. Troubleshooting was performed, and the insulin pump was registering for the boluses and basal rates in the daily totals. Ran a fixed prime test and the insulin exited. It was stated that the customer has been under stress recently. It was stated that the customer sometimes changes the site and the infusion set without rewinding and priming. Explained that this practice will result in high blood glucose. Instructed the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.